Manufacturer narrative:
The associated devices were returned and evaluated by our research department with the following observations: the stem was fractured in the proximal sleeve taper region. Fatigue striations were observed on the fracture surface indicating that the failure mode was due to fatigue loading. Signs of fretting on the lateral side of the proximal taper region of the stem were observed. The crack initiated most likely in the lateral region of the stem. Bone ingrowth, scratching, and damage were observed on the porous coated regions of the sleeve. The scratching and the damage observed on the porous coated regions of the sleeve likely occurred during removal of the components. The analyses showed the emperion stem fracture likely occurred in the lateral region of the stem. Fatigue was the fracture mechanism. No defects in manufacturing of the device, material, or design were noted during this analysis. Manufacturing records were evaluated for the returned sleeve, with no manufacturing deviations noted that could have contributed to this event. Manufacturing records could not be evaluated for the remaining devices as the batch #¿s remain unknown. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to fracture.